Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor anomaly and change sensor alarm. The customer's blood glucose reading was 225 mg/dl. The customer stated that the sensors have been 100 points off. The customer received the alert when she was sleeping. The customer reported that change sensor alert occurred after a second consecutive calibration error. The product was returned for analysis.

Manufacturer narrative:
We evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications.